Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.

Event description:
It was reported that the lead exhibited loss of ventricular capture. The lead was removed and replaced.